Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The bg meter indicated that the patient was experiencing a low and the patients spouse had to administer an over the counter liquid glucose shot. No other intervention was mentioned, at time of contact with dexcom technical support patient was doing alright.

Manufacturer narrative:
(B)(4).